Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error with an adc device. Customer reported a "scan again in 10 minutes" message and was unable to attain readings. As a result, customer experienced a seizure. Customer reported they were able to self treat after the event. No further details of case were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was returned, and sensor was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and perform simvivo test. All results were within specification. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as the combined initial and final MDR was inadvertently missing the product returned investigation on the reported sensor. D9, h3, h6 (adverse event problem) and h10 (addtl mfg narrative) have been updated to include returned sensor investigation findings.

Event description:
A customer reported a sensor error with an adc device. Customer reported a "scan again in 10 minutes" message and was unable to attain readings. As a result, customer experienced a seizure. Customer reported they were able to self-treat after the event. No further details of case were provided. There was no report of death or permanent injury associated with this event.